Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the plate broke it is unclear if the plate broke post-operatively or during insertion. The surgeon used another plate to complete the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: plate is broken apart at the slotted part of the first combi-hole. At the second combi-hole the plate is cracked on one side at the slotted part. The relevant dimensions were as far as possible checked and no deviation was found. The examination of the raw-material testing certificates and the manufacturing papers showed deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (iso 5832-1). As documented in the manufacturing documents was with (B)(4)the correct material used back then. The fracture face is homogenous, which indicates material conformity and has the typical view of a fatigue breakage. The breakage has the typical view of a fatigue breakage. The plate is also cracked at one hole and there is no deformation next to these damages visible, which would indicate that this plate was exposed to bending forces for contouring. There are brown residues at all screw holes visible, which is a clear indication that this plate must have been implanted for a while. Therefore it is likely that a mechanical overload due to in situ dynamic bending loads caused the breakage of this plate. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.